Event description:
I passed out with low blood sugar at the concert, fell backwards hit my head on an steel metal I-beam have a 2 inch laceration and I have a non-displaced skull fracture right on the back of my head. I spent the night in nero unit at a piss poor hospital in (B)(6), and came home to (B)(6). Took all of last week off and still not able to function normally. I was unconscious for about 45 minutes. My dexcom g7 cgm did not read accurately when I went down my meter said my blood sugar was well within normal range, when ems (emergency medical services) took my blood sugar it was 50. The dexcom g7 failed to inform me that my bs (blood sugar) was low and I nearly died. The dexcom g7 needs to be pulled from the market. The ciq tech is flawed at best, I had no issues with the g6 transmitters are sensors. This product is a joke. And have missed 2 weeks of work. I am the chief of social work at the department of veterans affairs in (B)(6) and can no longer perform the duties of my role. I am a very well controlled t1d, my last a1c was 5.7 on (B)(6) 2024 with dr. (B)(6) at (B)(6) hospital in (B)(6). Name: (B)(6) / dob: (B)(6) 1974 / mrn: (B)(4) / pcp: none provider / legal name: (B)(6) discharge summary trauma surgery patient name: (B)(6) patient dob: (B)(6) 1974 patient mrn: (B)(4) date of admission: (B)(6) 2024 12:18 am date of discharge: (B)(6) 2024 11:55 am attending physician: no att. Providers found primary care physician: none provider admitting diagnosis: fall, initial encounter [(B)(6)] laceration of scalp, initial encounter [(B)(6)] fracture of occipital bone of skull with loss of consciousness (hcc) [(B)(6)] discharge diagnoses: note from your admission on (B)(6) 2024 problem list items addressed this visit risks and care concerns * (principal) fall, initial encounter - primary other visit diagnoses laceration of scalp, initial encounter fracture of occipital bone of skull with loss of consciousness (hcc) discharge summary by (B)(6) at (B)(6) 2024 11:55 am mychart® licensed from epic systems corporation © 1999 - 2024 you have not been prescribed any medications. (B)(6), do (B)(6) 2024 5:13 pm cdt surgical procedures: none hospital course summary: 50 y/o m w/ pmhx of type 1 dm presented status-post fall. CT (computed tomography) head remarkable for occipital bone fracture. Neurosurgery consulted, recommend admission and repeat imaging, they will follow up in the morning. Patient was monitored overnight. Neuro exam remained intact and non-focal. Patient examined in the morning without any acute complaints. Risks and benefits of remaining admitted vs. Going home discussed with patient. Patient verbalizes understanding of his medical condition including occipital bone fracture and the risks of developing bleeding leading to potentially permanent disability and or death. Patient given strict return precautions that if he develops any severe headache, nausea, vomiting, dizziness, syncope, altered mentation or any other new or concerning symptoms to return to the ER immediately for re-evaluation. Patient also instructed that if he can return to the hospital at any time for reevaluation. Patient agrees w/ precautions, verbalizes understanding. Medications: medication list. Recall dexcom g7.